Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the inserter pin broke off during surgery. Additional information was received: customer reported the surgery was a 3 level anterior cervical discectomy and fusion (acdf) of c3-c6. At the last level, during cage insertion, the inserter broke; the pin broke off and landed on the pt drape. A spare device was available. There was no delay in surgery. There was no injury or adverse consequence to the pt reported.